Event description:
Indication: chronic obstructive pulmonary disease, unspecified. The patient reported broken device; nebulizer and mouthpiece. Unknown if patient missed a dose. Unknown if patient experienced an adverse event. Unknown if defective device is on hand for return. Unknown if md is aware. No further information provided.